Manufacturer narrative:
A single board computer (sbc) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable condition. An investigation was performed and the product analysis technician reported that the reported issue could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient ht70 plus ventilator had a user interface error occurred. It was not reproduced but the device was replaced. Patient was transferred without harm/injury. The single board computer was replaced. Ventilation didn't stop.